Event description:
It was reported that the physician¿s handheld device was not working and the screen was black despite being fully charged. A hard reset was performed but the issue did not resolve. The black screen allegation was not duplicated but it was noted that handheld screen was unresponsive. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld was completed on 10/30/2014. No anomalies that could have contributed to the reported complaint were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis of the software was completed on 10/30/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.